Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead: (B)(6) 2010. 4194 implantable pacing lead: (B)(6) 2010. (B)(4).

Event description:
It was reported that the device reached elective replacement indicator due to possible premature battery depletion. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis revealed battery depletion was indicated. The time of recommended replacement (rrt) when the battery voltage was less than or equal to 2.6251 volts was (B)(4) 2013.